Event description:
It was reported that the customer had issues with his insulin pump because it did not seem to be delivering enough insulin. The customer's blood glucose level was 99 mg/dl. The customer was advised to disconnect from the insulin pump to troubleshoot. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).